Event description:
Following a 14 hour liver transplant, the pt's foot was found to be in contact with the case of the esu. The pt had a burn on the ball of the foot behind the 5th toe. It was the right foot. It was a 2 degrees, full thickness burn. The dr said it would heal without plastic surgery. The biomed tested the esu and it was working as it should. Noting was found to be wrong with it.